Manufacturer narrative:
H3 other text : device evaluated by field service technician.

Event description:
The manufacturer received information in relation to a simplygo mini oxygen concentrator. The device was serviced by a field service technician. The technician evaluated the device and alleges sieve beds with low o2, airside manifold chirping, o2 side check valves malfunctioning, tubing worn, compressor has lead wire damage and battery pca will not charge device. The service technician reports replacing faulty parts. The inlet filter was changed due to preventative maintenance.